Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) pocket site. The patient underwent a pocket revision procedure and was doing well postoperatively. Nothing was implanted nor explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2023.